Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed psi testing during pm" was not reproduced. The device was sent for downstream testing and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed psi testing (pounds per square inch) during preventative maintenance in the biomedical service department. There was no patient involvement. No additional information is available.